Event description:
Organogenesis was notified of the event on (B)(6) 2013 via e-mail communication from contractual partner. On (B)(6) 2013, rn, (B)(6) medical complaints specialist, integra lifesciences, reported, that she had received notification from an integra "product specialist" on behalf of doctor (B)(6), that "surgeon revised achilles tendon with inforce (lot # if130311a, expiration date, august 1, 2015). The patient rejected the graft causing the wound to dehisce. Doctor thinks it was the graft; however, the patient is non-compliant and is a smoker. Doctor (B)(6) believes there are other factors for the dehisce; however, wanted me (integra product specialist) to file an incident report for record." Additional available information was obtained from (B)(6), rn, ma, medical complaints specialist, integra lifesciences, reported, on behalf of doctor (B)(6)l regarding the actual diagnosis, history of the presenting condition, co-morbidities, concomitant medications and the reported event outcome. On (B)(6) 2013, this patient (no patient identifiers provided) had an initial surgery for achilles repair and was treated with inforce reinforcement mesh (lot #if130311a, expiration date, august 1, 2015). The "surgeon revised achilles tendon with inforce. The patient rejected the graft causing the wound to dehisce. Doctor thinks it was the graft; however, the patient is non-compliant due to being a smoker. Doctor (B)(6) believes there are other factors for the dehisce; however, wanted me (integra product specialist) to file an incident report for record." Other reported factors for the dehiscence included revision, smoking and overall health. On (B)(6) 2013, as treatment for the reported rejection and dehiscence, the patient had an application of "integra bilayer graft coverage" (lot # and expiration date unknown/not reported). No additional information was provided. Per ms. (B)(4), doctor (B)(6)l believes that the "rejection" and dehiscence were related to the inforce "graft" and other factors including revision and the patient's smoking and overall health. No additional information was provided.